Manufacturer narrative:
Additional information: h6 and h11. H11: the actual devices were not available; however, three (3) photographs of the samples were provided for evaluation. The photographs were reviewed and a separation between the female connector and main body was observed. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of three (3) minicap transfer sets. This occurred during use of the device for peritoneal dialysis therapy. The transfer sets were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.